Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the surgeon had to replace the maryland bipolar forceps instrument three times and there was a procedure delay due to exchanging the instruments. Two maryland bipolar forceps instruments arced twice. The first instrument had black marks on the insulation piece. The second instrument was arcing and also had black marks. The third instrument worked fine. The procedure was completed with a backup instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional observation(s) not reported by site were also identified: the instrument was found to have multiple input disk cracked. Input disk #6 and #7 was found cracked inside the housing. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Review of the provided image is consistent with the alleged complaint of the maryland bipolar forceps instrument arcing.